Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable transfer set was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
Product surveillance contacted the home patient on (B)(6) 2013 and he said that he rolled over while in bed and that was when the disconnection occured. He said he then also felt his crotch region was wet from the disconnection and some of the solution having leaked. He quickly closed the transfer set up and capped it as well. He then contacted his nurse and finished with manual supplies. Since then he has been completing therapy successfully. There was patient involvement, but no reported injury or medical intervention.